Event description:
It has been reported to philips that the angiography system would not turn on. The system was not in clinical use when the issue occurred. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not turn on. Upon functional testing, the fse found that the power distribution unit (pdu) fan tray and direct current power system (dcps) were faulty. The fse installed the pdu fan tray and dcps. After installation of the pdu fan tray and dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.